Event description:
The customer called in to report that she had received and alarm on her insulin pump. The customer's blood glucose level was 289 mg/dl. The customer states that the alarm occurred shortly after inserting a new battery. The customer's insulin pump also experienced an unexpected restart. We advised the customer to monitor the pump and to call if issues recur. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.